Manufacturer narrative:
Patient code(s): no code available (3191) ¿ mental anguish and stress. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: embedment, difficult removal, anxiety, mental anguish and stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received an implant on (B)(6) 2015 via the common iliac vein due to current deep vein thrombosis (dvt). A complex filter retrieval procedure was successfully performed percutaneously on (B)(6) 2016. As noted, reason for retrieval, ¿completed course of anticoagulation for provoked dvt.¿ patient is alleging embedment. Patient further alleges, ¿I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, my filter was embedded and removal was difficult. I also experience anxiety, mental anguish and stress about and any related injuries.¿ (B)(6) 2016- ivc filter retrieval operative report. "After sterile preparation, localization with ultrasound, and 10cc lidocaine 1% local anesthesia, a 21 ga needle was advanced in to the internal jugular vein. An .018 inch guidewire was placed, and over this a 5 fr introducer advanced. Wire and inner dilator were removed and thorough this a .035 inch guidewire was advanced. A 5 fr omni flush catheter was advanced to the iliac venous confluence. Co2 study was performed as digital subtraction images were obtained. Catheter was exchanged for a 10 fr sheath, which was advanced to the filter. Coaxially, a 6 fr sheath with a 15 mm amplatz snare was advanced. Filter hook engaged with snare, and with some traction on the snare, the filter was freed, and withdrawn. Patient tolerated the procedure well and there were no immediate complications." Findings: "feet of filter adherent to cava, but released with traction." Impression: "successful recovery of infrarenal gunther tulip ivc filter."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.